Event description:
It was reported that during elective device replacement, an abrasion on the lead was observed on x-ray. All electrical parameters of the lead were stable and acceptable. The lead remained in use with the new device. The patient´s condition was good after the event.

Manufacturer narrative:
(B)(4).